Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp). No intervention was reported. The patient was stable.